Event description:
It was reported that the patient had experienced insulin flow block alarm due to occlusion at site event on (B)(4) 2026. The infusion set had been in use for less than seventy two hours and it was inserted at the abdomen region.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction complaint.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.